Event description:
International affiliate reports the tip of the moss miami si final tightener became stripped during use. Another final tightener was available to complete the procedure with no adverse consequences to the patient and no resulting delay.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination confirmed that the tip of the driver has been stripped. There is rounding on the first half of all of the lobes, indicating that the driver was not fully seated in the screw head while in use. A device history record review was conducted with no discrepancies identified in the release of the instrument. A 12 month complaint trend analysis for the mmsi final tightener [product code: 2797-12-600] stripping was conducted on the product code, as any change in device geometry would change the forces placed on the tip. There was no systemic or increasing trend identified as a result of the analysis. The root cause for the driver tip stripping cannot be positively identified. However, it may be due to not fully seating the driver in the set screw. As there have been no issues identified in the manufacturing or release of this device or a systemic trend identified, this complaint will be closed with no further action required.